Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no relevant findings detected in the device history record review; no non-conforming reports (ncrs) were initiated for the lot nor anomalies identified. The investigation will be conducted by the supplier; corrective actions will be addressed and implemented through a supplier notification.

Event description:
No patient injury was reported.

Event description:
It was reported that the hub of the powerwand catheter was cracked.